Event description:
The customer reported that the device powered on and off by itself.

Manufacturer narrative:
The customer reported that the device powered on and off by itself. The device was evaluated by a philips field service engineer and the reported symptom was duplicated. The battery pca was replaced to resolve the issue.